Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 421 mg/dl, 260 mg/dl, 114 mg/dl and 126 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory. All pertinent information available to abbott diabetes care has been submitted.